Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zkb00, was explanted from the right eye of a female patient because she could not tolerate the multifocal lens. The patient complained of blurred vision, shadows, and glare in both eyes. She also had difficulty reading. The lens was explanted and replaced with an unknown brand standard lens. With the replacement lens, the patient had residual myopia and photorefractive keratectomy (prk) was performed. There was no vitrectomy but at day 6 post-op the incision site was noted as raised. At day 15 post-op, the patient had epithelial erosion and was treated with a bandage contact lens (bcl). The explanted lens was destroyed. No further information was provided.

Manufacturer narrative:
The following patient codes were inadvertently not included in the initial MDR: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the cosmetic inspection performed at final inspection. The in-line optical inspection data shows the lens was within power specification and met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.